Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The returned photo shows an implanted intraocular lens (iol). The toric axis marks are misaligned. The manufacturer internal reference number is:(B)(4).

Event description:
An ophthalmologist reported that during intraocular lens (iol) implantation, it was noted that the lens dots were not aligned precisely to the haptics. The lens was aligned according to the dots to correct astigmatism. It was not explanted; it remains in patient's eye. There was no patient injury. The surgeon plans to follow up with the patient to evaluate the postoperative outcome. Based on new information received, the patient¿s postoperative refraction is +0.50 / -0.50, and the patient is doing well.

Manufacturer narrative:
Additional information provided in sections h.3., h.6., and h.11. The product was not returned for analysis, only photo was returned. The reported complaint was observed on the returned photo. The root cause for the reported complaint is deemed to be manufacturing related. The product did not meet specifications. The toric axis marks are misaligned; they do not meet the location specifications as per approved manufacturing procedures. The manufacturer internal reference number is: (B)(4).